Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. They attempted to resolve the problem by redraping, reseating the scope, and redocking and rebooting, but these efforts were unsuccessful. The issue was eventually resolved by manually rotating the orientation using the controller. The technical support engineer explained that the scope might have been manually rotated when it was inserted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that a scope orientation issue occurred where the 30-degree scope was in the down orientation when inserted and was completely flipped. The caller mentioned that no one had touched it at the console prior to the issue. They attempted to resolve the problem by redraping, reseating the scope, and redocking and rebooting, but these efforts were unsuccessful. The issue was eventually resolved by manually rotating the orientation using the controller. The technical support engineer explained that the scope might have been manually rotated when it was inserted. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the image was inverted. The surgeon confirm desired orientation when endoscope was installed. There was no patient injury.